Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: brand new crossfire2 shipped in to (B)(6) hospital via arthroscopy usage agreement program. Rep (B)(6) came in to unbox, test, and upload profiles to onto new consoles. When plugged in, the console made a light popping noise and when turned on, the console gives an e41 error message. This was in a back room and not during a case. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board.

Event description:
It was reported that there was a thermal event.